Event description:
The report received from the affiliate indicated that while preparing for a diagnostic cardiac catheterization procedure, the luer hub of the jl4 from the 4 fr. Multipack was noted to be cracked when removed from the product packaging. The luer hubs of the other two catheters (pigtail, jr4) were not damaged. The product was not clinically used in the pt. There was no reported patient injury. The procedure was completed successfully. There was no damage noted to the product packaging prior to removing the products. There were no broken pieces noted in the product packaging.

Manufacturer narrative:
The product is not available for eval and testing. Add'l info will be submitted within 30 days upon receipt.